Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the pump wake button difficult to press. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the events.